Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the capsule failed to attach. It was found in the patient's mouth and was retrieved. The physician verified the capsule placement endoscopically. There was no second attempt. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
Additional information: a5b, b1, b2(removed intervention req. And other), b5, g3, h1, h6(fdp, ime and imf were updated) new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the capsule failed to attach on the patient's esophagus and still attached to the delivery device upon removal. The physician verified the capsule placement endoscopically. There was no second attempt. Lubrication was used to facilitate the placement of the capsule. There was no harm to the patient.